Manufacturer narrative:
(B)(4). Additional information: please clarify, what does this mean, "a staple came out when revolving the anvil." Do you mean when dialing the instrument down to be fired a staple came out? No. The staple came out when took off the anvil. Is it possible that the surgeon inadvertently touched firing trigger after the safety was removed and caused the staples to fall out? No. When the device was fired, what was the location of the indicator within the gap setting scale? Behind 1/3 location. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch heard. What was the condition of the tissue the device was fired across? Regular. Does the patient have any relevant history such as recent chemotherapy or radiation treatment? No. What are the patients age and sex? (B)(6), female. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Yes. Hcp. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. What did the staple look like? Staples malformed. Can you confirm that the safety was in place prior to firing? Yes. In place. What steps were followed when firing the device? Unknown. Is a CT scan or tissue available for return? Sorry. No. Was the procedure delay the reason that "the patient now is still in hospital for further observation." Or is there another reason that the patient remained in the hospital for further observation? Another reason. Medical support from ees is available if you feel that the surgeon would benefit from a conversation. Sorry. Didn't get any reply from the surgeon. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a procedure for gastric cancer, the surgeon used tlc75 on the stomach and found that the device could not fire at the second firing. The surgeon changed to another device to complete the procedure. Then the surgeon used cdh25 to perform gastric-jejunum anastomosis. A staple came out when revolving the anvil. The tissue had been cut out but no staples came out after firing. The surgeon changed to hand sewing to complete the procedure. The whole procedure delayed around 1 hour and the patient accepted more anesthetic. The patient remained in hospital for further observation.